Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon shredded, retained [foreign body in reproductive tract]. Tampon shredded during removal ,retained [complication of device removal]. Tampon shredded [device breakage]. Case description: consumer reported via e-mail that tampon shredded when she took it out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon shredded, retained [foreign body in reproductive tract]. Tampon shredded during removal ,retained [complication of device removal]. Tampon shredded [device breakage]. Case description: consumer reported via e-mail that tampon shredded when she took it out. No serious injury was reported.